Manufacturer narrative:
The device was not available to be returned and the lot number is unknown. No further information or investigation is possible.

Event description:
The patient reported that she had received 3 synvisc or orthovisc injections with the last one being combined with a steroid shot and reported a nose bleed approximately 2 weeks after the last injection. The nose bleed was cauterized.